Event description:
It was reported during a breast biopsy, as the physician removed the applicator from the holster, he noticed that the tip was not present. The pt had add'l surgery to remove the tip from her breast.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.